Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a system fault, and the harmonic ace instrument could not be used. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: there were no fragments fell inside the patient during procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. Fa found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace instrument was found to have a broken blade. The blade broke at roughly 0.384¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken blade is typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90211128-0396) associated with this event has been performed. Per the review, harmonic ace instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The harmonic ace instrument is a single-use device. A review of the submitted images was performed by isi regulatory post market surveillance (rpms) specialist. The images confirmed that the harmonic ace instrument blade was missing/detached. This complaint is reportable malfunction event due to the following conclusion: failure analysis investigations confirmed a missing blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.